Manufacturer narrative:
Analysis identified high resistance on the battery.

Event description:
Information was later received from a patient via a manufacturing representative indicating that the pump had a reset and premature battery depletion; the patient reported hearing a critical alarm on (B)(6). Patient was being filled by home nursing agency and reported incident to them. The manufacturing representative was notified of a pump replacement on the day of this report and upon interrogation of pump, it was found that a reset occurred on (B)(6) with a low battery as well. Pump logs also indicated pump was put in safe state (B)(6) and again on (B)(6), this was also noted on the logs provided. Elective replacement indicator (eri) was 26 months. The patient's pump was put on minimum rate and an explant procedure was planned and done. The patient's device system was delivering morphine (concentration 40mg/ml, dose 0.242mg/day) and bupivacaine (concentration 20mg/ml, dose 0.121mg/day).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine 20 mg/ml; (unknown dose) and morphine 40 mg/ml via an implanted pump. It was believed the patient was getting about 8 mg of morphine. The patient had oral vicodin. The pump's indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. The patient had flu like symptoms for about 12 days. The pump was checked due to the patient having symptoms. The logs show low battery reset and safe state occurred on (B)(6) at 12:19. The event date was (B)(6) 2015. The patient could not get the personal therapy manager ptm to function. The patient noted a bell on the ptm screen. The cause of the event, interventions, troubleshooting/diagnostics, dose, lot number, therapy dates and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.